Event description:
It was reported that this was a closure using a prostyle device after a neurointerventional radiology (neuro ir) procedure. Reportedly, the suture of a prostyle device was successfully deployed and the knot successfully advanced; however, hemostasis was not achieved. The patient was sent to vascular, and the sutures of two additional prostyle devices were successfully deployed and the knots successfully advanced; however, hemostasis was not achieved. A cutdown was performed and hemostasis was achieved via surgical suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is unknown as the part and lot number were not provided. The additional devices referenced in b5 are filed under separate medwatch report numbers.